Event description:
It was reported to medtronic minimed that the customer experienced pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Explained the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit was unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 43 noted during rewind test. Successfully downloaded history files and traces using thump. Pump error 38 was found in the history files on 09/02/2025 from 03:57:26.000 through 21:30:10.000. Per software engineering log, hall sensor 554 times detected error in mfda bucket test, i.e. About every 54 seconds. Also a number of faults 43 and 37 happened. It can be interpreted as a motor issue or hall sensor issue. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic or motor assembly. Isolate to electronic and motor assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, and cracked belt clip rails. Pump error 38 was confirmed. Pump error 43 was also noted during rewind test. Problem was isolated to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.